Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the atrial lead triggered a patient alert, caused by low impedance. The lead remains in use and no patient complications have been reported as a result of this event.